Event description:
The customer reported oil mist haze coming from their unit. Attempted to follow-up with the customer regarding potential physical complaints, the customer was not available. The asp field service engineer (fse) went to the facility and repaired the unit.

Manufacturer narrative:
The fse found the unit misting oil "all over". The fse replaced the oil mist filter. He ran an empty cycle and there was no further mist.